Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure alert alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was 221 mg/dl. The customer states that the were able to clear alarm and finish complete prime process. The customer performed self test on second occurrence and it was ok. The device will be returned for analysis.